Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The initial report was filed against the product ax1000, apex compounding system, medwatch 1641965-2018-00001. The investigation has determined that the misaligned valve of product (B)(4), apex transfer set, is the most likely cause of this incident. Review of the logs did not indicate a leak during leak check, and leak check was not disabled. The user successfully primes every other station on the flex, macro and micro channels except for one flex station. The user cannot prime one flex station on the micro side due to occlusions, despite trying over a dozen times. Eventually they notice, when a solution with obvious coloration is primed, that there is intermixing on the micro line that was occluding, and that it looks like the micro line that was occluding was pumping even when a different station was pumping. The transfer set was returned and the micro valve # 7 was confirmed to be 180 degrees out of phase, therefore leading to occlusions and the potential for cross contamination. The investigation into the reported issue confirmed that it is possible to have a partially misaligned valve which is not detected during the 100% leakage testing performed during manufacturing of the set. Additional investigations are being done to determine the root cause of this issue. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As per user facility: when initially priming port 7 (potassium chloride) occlusions were received. Customer was able to get past the occlusions after troubleshooting and power-cycling the pump. Upon priming port 19 (adult mvi), and priming very slow, it was noticed the port 7 micro side looked like it was being primed. A yellow tint was noticed in line 7. There were no crimps or kinks seen in the transfer set lines that would cause a possible back up of solution. It was indicated port 7 micro had potassium chloride coming down the line as if it were being primed and a tint of yellow mixed in. This would indicate port 7 valve may have been compromised causing the potassium chloride to come down the line and the mvi from port 19 (while being primed) to enter the compromised valve 7 and mix with the potassium chloride causing a yellow tint in the solution. It was immediately advised to replace the transfer set and scrap the bag. No patient involvement.